Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: pt who experienced a forearm fracture was implanted with a recon plate on an unk date. After fixation the plate became deformed and pt went to another hospital. Pt was returned to the operating room on an unk date, hardware was removed. During removal the cortex screw broke at the screw head. Surgeon did remove all of the cortex screw, no fragment remain in the pt's bone. It is not known what the pt was revised to. No additional info available.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.